Event description:
There was an allegation of questionable elecsys probnp ii results for 1 patient sample on a cobas e 411 analyzer (rack system). The initial result was 10.00 pg/ml with a data flag. The sample was rerun twice, and the results were 84.47 pg/ml and 84.01 pg/ml.

Manufacturer narrative:
The reagent lot number is 880969, and the expiration date is 31-oct-2026. The qc was within specification before the sample measurement. The alarm trace did not contain a conspicuous event. The customer primed the sample, reagent, and sipper pipette. The field service engineer (fse) found sample and reagent probe tubing were in the wrong position and corrected it. The fse checked and adjusted all probe positions and performed a system volume check and qc successfully. The service maintenance actions performed by the fse resolved the issue.